Event description:
Procedure: laparoscopy - unspecified type. Reportedly, when surgeon was closing the patient following the procedure, he found a small round ring in patient's abdomen. The surgeon proceeded to remove the surgical access device (s) from the patient. One was noted to be shredded at the bottom. The small round ring was removed from the abdomen. The surgeon felt the piece was from the surgical access device. No patient injury was reported.